Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived at the clinic with noted damage to the bend relief on the system controller and bending of the driveline. The controller was exchanged, and the driveline was reenforced with rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller ((B)(6)) having a damaged strain relief was unable to be confirmed. Photos were not submitted. Product was not returned for testing. Log files were not submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event (log files, photos of the damage, if product was returned); however, no additional information was provided. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.